Event description:
The customer reported an uncontained leak of a few ml from the white blood cell (wbc) bath overflow on the coulter act diff 2 analyzer onto the counter. In addition, the customer reported the red blood cell (rbc) parameters recovered low levels and the mean corpuscular hemoglobin concentration (mchc) recovered high controls during the event. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) confirmed the leak was from poor bath drainage. The fse replaced the faulty white blood cell (wbc) and red blood cell (rbc) drain valves which resolved the issue. (B)(4).